Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # vs208.016, synthes lot # 27p2470, supplier lot #n/a, supplier batch # 20p7871, release to warehouse date: december 19, 2019, expiration date: n/a, supplier: (B)(4). Ncr was generated during production for incorrect label on packaging. The product was re-worked and label corrected. This non-conformance is not relevant since it is not related to complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The visual inspection has shown that the thread of the head of locking screw has shown worn condition. There are some foreign residue at the tip of screw visible. A functional test cannot be performed. According of the worn condition of the head thread at the locking screw. The damages are clearly caused post manufacturing. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that the thread of the head of locking screw has shown worn condition. There are some foreign residue at the tip of screw visible. The root cause for this worn thread head condition can not be clearly determined. Multiple factors can lead to technical difficulties of insertion of this screw. These factors include, but are not limited to: too high rotational speed which lead to an worn condition between screw head and plate or wrong angulation of the locking screw during insertion, which could lead to the complaint condition. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the surgery with two (2) screws. During the surgery, the two (2) 16mm screws could not be inserted. The surgeon changed the screws to 18mm screws, and 18mm screws were inserted successfully. The surgery was completed successfully within a thirty (30) minute delay. This report involves one (1) vet lockscr ø2.4 self-tap l16 t8 sst. This is report 1 of 2 for (B)(4).